Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2005. According to the complainant, the patient experienced bladder problems, pain and dyspareunia. She returned to her doctor several times because of these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.